Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 125 ohms. It was noted that the impedances had been high throughout the year. No noise or undersensing was present however, the r waves were noted to be small. Technical services (ts) discussed options including a commanded shock to test. Additional information was received that the physician performed a defibrillation threshold (dft) test in which a 31 joule shock was delivered successfully with a shock impedance of 99 ohms. This patient will continue to be monitored. This ICD remains in service. No adverse patient effects were reported.